Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 14-jul-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse found z-axis tip removed at 977 steps, it should be 970 +/-3 set to 972. Fse attached several tips and finally got unit to fail. The pia photo detector for z-axis bump was intermittently showing an unstable state at the mb board as I attached several tips with no errors. Fse ran 9 analytes with no errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was defective pia board for z-axis bump.

Event description:
On (B)(6) 2015, a customer reported sample z bump error 4124 with their aia-900 analyzer. Customer stated that this an ongoing issue. The customer is unable to run lh ii, e2 and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lh ii, e2 and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.